Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 drug eluting stent, unknown size, to the noncalcified lesion located in the nontortuous, proximal left anterior descending (lad) artery. No patient injuries or complications were reported. Two days post procedure, the patient experienced chest pain, bouts of asystole and hypotension. Angiography confirmed a stent thrombosis in the previously placed stent. A temporary pacemaker was placed and then a thrombectomy was performed. Balloon angioplasty was then performed using a non bsc 3.25x15mm balloon with 2 inflations and maximum inflation pressure of 12 atms. Medications used during this procedure include; nitroglycerin, verapamil, heparin and integrilin. There was timi 0 flow prior to the procedure and timi 3 flow post procedure. No patient complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.